Event description:
It was reported that during a pulsed field ablation procedure, when attempting to retract the catheter into the sheath by pushing the slide control knob, it got stuck halfway. Moving the dial part of the handle partially improved the situation, but there was still strong resistance when trying to push the knob, and it could not be fully pressed. Because the catheter could not be fully extended, there was significant resistance when retrieving it into the sheath, but the catheter was eventually retrieved by simply pulling it out with strong force. The sheath was also removed and replaced due to concerns about deformation at the tip. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product event summary: the pscc100 pulseselect catheter with lot 0012829100 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test did not reveal any anomalies. During compatibility testing, the catheter to the sheath insertion failed. Due to the sliding blockage, the array can not be fully elongated and was then unable to be inserted inside the sheath. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to tangled electrode wire(s) in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.